Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a fluid filled pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, after deploying the first flange of the stent, upon retracting the delivery system to position the flange along the interior of the cyst cavity, the second flange prematurely deployed. The stent was deployed in the desired position and the procedure was successfully completed with this device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A hot axios delivery system was received for analysis; the stent was not returned. A visual examination of the device noted a bend in the outer sheath near the luer connection, and a severe kink in the polyimide inner shaft. The stent deployment hub was returned in step #2, and the catheter hub appeared to have been advanced distally. The catheter lock was in the unlocked position. The yellow safety clip was not returned. A functional inspection noted that the catheter hub advanced and retracted without resistance, and the stent deployment hub moved without resistance. There were no other issues with the device. The investigation concluded that the cause of the reported event and the noted device defects was most probably due to anatomical or procedural factors encountered during the procedure, which limited the performance of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a fluid filled pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, after deploying the first flange of the stent, upon retracting the delivery system to position the flange along the interior of the cyst cavity, the second flange prematurely deployed. The stent was deployed in the desired position and the procedure was successfully completed with this device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.